Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of air embolism as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is being filed to report the air embolism requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the second clip was implanted, an air bubble was observed in the left ventricle. Aspiration was performed to remove the air bubble. The procedure was completed with the mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.